Event description:
Device 2 of 4. Eference MFR report: 1627487-2012-15085. Reference MFR report: 1627487-2012-15087. Reference MFR report: 1627487-2012-15088. It was reported the patient's scs system was explanted because the patient was not receiving adequate stimulation. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.